Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 7 device evaluations are in progress. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a worn rotor. 6 reported events were not confirmed during testing; however: - 3 devices were found to be affected by a corroded rotor assembly. - 1 device was found to be affected by motor corrosion. - 1 device was found to be affected by gritty bearings. - 1 device was found to be affected by a worn motor assembly. 1 reported event was not confirmed during testing.   Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.